Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised. Originally, trunnionosis was suspected. Intra-operatively, trunnionosis was not confirmed visually. No black tissue was witnessed by operating room reported to rep. Surgeon revised a 56mm psl shell, 56f poly, and a 40 -4 lfit v40 head. The accolade I stem was not revised. Rep confirmed the surgeon made are no allegations against the shell, but the neither was the reason for revision of the shell reported to the rep. Patient was revised to a 58f trident shell with 6 screws, an mdm/adm liner construct, and a 28mm universal taper biolox ceramic head with adaptor sleeve.